Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that: "the patient complained about her hip pain. After an x-ray, it was determined that the stem was loose. Upon explantation, it was discovered that the stem did not fully heal, thus causing the patient pain."